Event description:
Customer reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Customer tried different adapters and cables without success, leading technical support to confirm a pump replacement. Pump was under warranty, and customer was instructed on returning the faulty pump and setting up the replacement, ensuring insulin delivery continued using multiple daily injections (mdi) as backup therapy. Technical support sent a replacement pump, and customer acknowledged all instructions.